Event description:
During an internal testing (in-house testing), product development group discovered following issues on the fp1000 cell preparation system: the sample volumes dispensed by the fp1000 cell preparation system are lower than expected under the following conditions: if specimen tubes are opened and recapped in the batch mode. When there is an excessive vacuum in specimen tubes that have been under filled during the specimen collection. Pt samples were not being used during this internal test and no erroneous results were produced. No effect to pt treatment has been reported as a result of this event.

Manufacturer narrative:
Investigation summary: it was confirmed that this issue affects both versions: 1.1 and 1.2 software. This problem could result in erroneous yet credible results to be generated and if pivotal assays (eg. Leukosure or stem kits, or cd34+) are tested treatment could be affected. The source of the errors was the lack of venting for all tubes. However, the root cause is unk at this time and the problem is under investigation.